Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms persistent periods of hyperglycemia > 400 mg/dl following an occlusion alert for the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. However, the high glucose alert was turned off at 11:03pm on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes and device data, the ilet operated as intended. The initial hyperglycemia was likely caused by a failed/kinked infusion site. Failure to follow the recommendations for hyperglycemia management by changing out the infusion site (and the tubing and cartridge as needed) promptly or the keton action plan in response to prolonged hyperglycemia increased the severity of the event. The high glucose alert being turned "off" also contributed to the severity of the event.

Event description:
On 7/16/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The high bg event began on 7/16/24 and the user was admitted to the hospital on (B)(6) 2024. On 7/16/24 the cds received a text message from the user that their bg was high the previous night and all morning. The user changed their infusion set and took manual insulin injections, but their bg was still high. The user tested for ketones and the results were high. The cds sent the user the ketone action plan (kap) with instructions on managing high ketones and advised contacting their healthcare provider (hcp) and/or seek emergency medical care. The user did not respond back. On 7/23/24 a beta bionics customer care agent followed up with the user about the event. The user reported they drove themselves to the hospital. During the event, the ilet system displayed a blood glucose reading of over 400 mg/dl, while a hospital check indicated levels over 700 mg/dl. The user was treated with an insulin drip and fluids but was advised not to resume using the ilet until meeting with their endocrinologist. The user reported health effects of dka, loss of consciousness, frequent urination, nausea, vomiting, and disassociation. The user reported they have been released from the hospital and are doing much better. The user reported they have had bent cannulas and kinks in their infusion tubing. The user was using the convatec inset (23", 6mm) teflon cannula infusion set.